Event description:
Olympus was informed that the aspiration into the trachea had occurred when the patient had taken the ec-1 to examine for the presence of the small-bowel bleeding. Since the patient had been not able to bring up the ec-1 by himself, the physician had removed the ec-1 by using unspecified bronchoscope and unspecified endotherapy tool. There was no patient injury reported. The patient had been elderly ((B)(6)) and simi-bedridden. Also he had taken the ec-1 with a small sip of water.

Manufacturer narrative:
The referenced device was returned to olympus medical systems corp (omsc) for evaluation. Omsc evaluated the referenced device and found that it had no abnormality. The exact cause of the patient's outcome can not be conclusively determined, however it is generally known as that elderly person has a tendency of an aspiration. Therefore there is the possibility of this phenomenon is attributed to the condition of the patient. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.